Event description:
Customer reported an issue with touchscreen responsiveness, noting that the pump screen was frozen and unresponsive to input. Customer declined to provide information on whether blood glucose levels exceeded 500 mg/dl, leaving impact uncertain. Technical support provided pump reset instructions, which did not resolve the issue, and advised customer to use multiple daily injections to ensure insulin delivery was not interrupted. Technical support instructed customer to return the faulty pump using a pre-paid label within 10 days and provided guidance on enabling storage mode before return.